Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿outflow graft. Model #: 1125 / catalog #: 1125 / expiration date: 30-nov-2019 / serial #: (B)(4); UDI #: (B)(4). Device available for evaluation: no. Mfg date: 20-nov-2019. Labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the hospital with an unknown vad alarm, elevated lactate dehydrogenase (ldh), and the computed tomography angiography (cta) demonstrated an outflow graft filling defect. A diagnosis of pump thrombus was made. Due to an extensive bleeding history the physician opted to not treat the patient with tissue plasminogen activator (tpa) and the patient was discharged on hospice. Four months later the patient expired.

Event description:
It was further reported that a controller was returned to the manufacturer and subsequently tested out-of-specification on manufacture's analysis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline segment associated with (B)(6) and controller ((B)(6)) were returned for evaluation. The outflow graft (lot no. 2002817421) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned driveline segment and controller revealed that the devices passed visual and functional testing. Failure analysis of the returned driveline boot cover revealed that the device passed visual inspection, functional testing, and dimensional verification. Review of the controller log files associated with (B)(6) revealed three (3) controller power up events with associated pump start events logged on (B)(6) 2022 at 22:20:31, on (B)(6) 2022 at 21:45:08, and on (B)(6) 2022 at 20:36:31. There were no anomalies leading up to the last loss of power; the events leading up to the first two (2) losses of power could not be confirmed since the data log files did not cover the associated dates. The controller was without power for fourteen (14) seconds, one (1) minute and sixteen (16) seconds, and 1 minute and eight (8) seconds. The observed losses of power events are additional findings not related to the reported event. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Log file analysis associated with (B)(6) also revealed a sustained decrease in power consumption and estimated flows between (B)(6) 2022 leading to parameters below normal operating range and one hundred (100) low flow alarms logged since (B)(6) 2022. As a result, the reported alarm event was confirmed. The reported outflow graft obstruction could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient presented to the hospital with an unknown vad alarm, elevated lactate dehydrogenase (ldh), and the computed tomography angiography (cta) demonstrated an outflow graft filling defect. A diagnosis of pump thrombus was made and due to an extensive bleeding history the physician opted to not treat the patient with tissue plasminogen activator (tpa). The patient was discharged on hospice and later expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the observed low flow event can be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Per the instructions for use, thrombus and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the pa tient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, p harmacological, and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2021 / serial or lot#: (B)(6), UDI #: (B)(4), d9: yes, return date: 05-oct-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 17-nov-2020 h5: no h6: patient ime code(s): e0514 h6: imf code(s): f02, f08, f2203 h6: img code(s): g04035, h6: FDA device code(s): a0708 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.